Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the patient experienced phrenic nerve/diaphragmatic stimulation, and an appropriate threshold could not be secured. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.